Event description:
The hcp reported the pump was explanted and replaced due to battery depletion after an implant duration of 86 months. A follow up report will be sent if additional information is received.

Manufacturer narrative:
H6-final device analysis results reveal insufficient bond of catheter access port. Pump passed flow test.